Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) exhibited a segmentation fault and a jffs2 error, indicating a flash memory failure at bga components u102 and u105 on the c/a board. The monitor was unable to boot up past the blue screen. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was experiencing abnormal shutdowns.